Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of occlusion and ischemia, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulty to advance through a previously deployed stent. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with unstable angina and the planned high risk procedure was performed to treat critical left main stenosis. During the procedure a perforation occurred in the circumflex coronary artery. A 3.50 x 16 mm graftmaster covered stent was deployed at 16 atmospheres to treat the perforation . While the graftmaster completely sealed the site it was deployed, the perforation was larger than anticipated and therefore was not fully sealed. A 2.5 x 15 mm non-abbott stent was deployed to successfully seal the perforation. Post additional stenting, there was no flow to the distal circumflex artery, no thrombus was noted. A non-abbott balloon catheter was attempted to be advanced through the graftmaster stent to treat the no flow but could not cross. All devices were removed and final angiogram revealed the flow had restored to timi grade 2 (pre-procedure was 3). The patient was asymptomatic and the procedure was completed. No additional information was provided.